Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however per the complaint information the cause of the alarm is due to air being sucked into the disposable caused by the patient not being connected when therapy initiated. Labeling review finds the labeling adequate for the user error found in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). 510k cannot be provided in this reported because the product code is unknown. During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
It was reported that the homechoice (hc) machine sounded a system error 2240 (air in line) during drain 3 of 7. The patient was not connected to the machine at the time of alarm. The patient line did not become inadvertently separated from the transfer set. The patient pressed go to start therapy before connecting to the hc. The technical service representative (tsr) had the caregiver power cycle and start over with all new supplies. No patient injury or medical intervention was reported. No further information is available.